Event description:
Pt being treated with a new g-probe during a transcleral diode cyclophotocoagulation experienced scleral burns. A new g-probe was used and treatment continued with no further complications. Treating physician stated that no additional post-procedure intervention was needed.

Manufacturer narrative:
A failure analysis was performed on the returned device. The returned probe was visually inspected and found to be intact, with no physical evidence of being "faulty" in any manners of construction or performance. Evidence points to the fact that the tips was not cleaned during use as dried residue (most likely blood and tissue) was on the fiber tip. The functional analysis showed that the output power was lower than expected, most likely due to the contamination on the fiber. Treatment parameters reported were within acceptable range. The power range for the g-probe is (B)(4). Iridex warns physicians to clean the g-probe during use to avoid tissue accumulation. Once any organic material is burned onto the fiber face, the tip remains highly absorbing for subsequent laser applications until this debris is removed. The instructions for use and user manuals instruct the user to keep the fiber clean during surgery. Scleral burns may indicate contamination of the g-probe tip. Once contamination occurs, use of the contaminated device should be disconnected as recommended, and the device should be discarded. Per the instructions for use, the g-probe tip and eye surface should be kept moist throughout the treatment. Risk is low if the physician follows the proper use as described in the IFU. Numerous attempts have been made to f/u with the treating physician to obtain the status of the pt. To date, iridex has not received a response.